Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing neurovascular diagnostic procedure. The procedure got delayed by less than 20 minutes and completed by using another system. It was reported to philips that the system could not emit x-ray. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found generator device: xsc: tube current out of range error and requested onsite support. The philips field service engineer (fse) checked the system logfile onsite and found that the filament current was not within the normal range. On further troubleshooting the fse found small focus adaptation failed and confirmed issue with the x-ray tube. To resolve the issue, the fse replaced the x-ray tube in another work order. The defective part was sent for analysis, for x-ray tube malfunction was observed and the failure was found to be vacuum leak after intensive use. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.